Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. The ventilator passed 95 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient passed away under normal circumstances while connected to the ventilator. The customer stated that the pulse oximeter alarmed as intended when the heart rate decreased. The medical examiner ruled the death due to natural causes. There were no ventilator issues noted by the respiratory therapist.